Event description:
It was reported that when pulling up an image on a specific individual from the 6800 system a different image was displayed. It was also noted that the keyboard was erratic. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an investigation. Based on info provided the following components have been ordered. Hard drive, keyboard and monitor. It is believed that once the identified components are replaced, the reported issue will be addressed. If any additional info is rec'd that indicates otherwise, a followup report will be submitted as required.